Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Surgeon side console 1 was not abandoned to use surgeon side console 2. Procedure was completed with both consoles. There was no patient injury. Dvstat was not contacted. Surgeon did not disable or discontinue the use of the arm. All 4 arms were used to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. This issue was resolved by surgeon changed from surgeon side console (ssc) 1 to ssc 2. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not swap from arm3 to am4 during the surgery. This issue was resolved by surgeon changed from surgeon side console (ssc) 1 to ssc 2 with no related error in the logs. It was explained this case is possibility caused by only arm4 was operated by ssc 2 when issue occurred. The procedure was completed with no reported injury.